Event description:
It was reported by the sales rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon fired 2 clips and claims both clips were loose and put down the device. The case was completed with an origin right angle clip applier. There was no consequence to pt.